Manufacturer narrative:
Additional conclusion: the actual device was returned for evaluation. Visual and functional examinations revealed that all components are in place and in good conditions as well as the end device functioned properly. During evaluation, it was verified that the plate was able to be opened and closed without any issues. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was attached to a drain. During the procedure, the reservoir did not activate though flapped up and tried to aspirate. There was no adverse consequence to the patient reported.